Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call reservoir leak. Customer's blood glucose level was 279 mg/dl. Troubleshooting for reservoir leak was performed. Customer's daughter advised they smelled insulin and when they took out the reservoir they noticed insulin was leaking out. Customer advised the reservoir was leaking in the reservoir compartment. Customer was troubleshooting for high blood glucose when they noticed the reservoir leak. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.